Event description:
Operating room reports the ortho hand pack was opened for a surgical procedure. Among listed contents is x1 pack of ten (10) gauze sponges commonly known as "raytec" sponges. These always come in packs of ten (10). In this pack, there were only nine (9). As per protocol and or sop, all nine (9) were removed from the room. No patient was in the room at the time.